Event description:
It was reported that the customer experienced issues with a damaged charge port that required adjustment to charge properly. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up at the time and was in the process of renewal due to being out-of-warranty, with no additional outcome information provided.